Event description:
Event description guidant received information upon interrogating this pacemaker after the patient underwent radiation therapy, that the device was providing therapy in the power on reset (por) mode. Though the patient was noted to be symptomatic while the device was returned to normal operation, the device was observed to be pacing at 70 ppm throughout the programming operation. Once the device was successfully programmed out of reset and determined to be pacing and sensing appropriately, recommendations were requested for guidelines with regard to future radiation treatments.